Event description:
Left knee revision: performed on (B)(6) 2014, due to wear and breakage of insert. Primary: knee replacement performed approximately 18 years ago. Patient details available. Components left in: 1. Product code: 117910000, lot 00itc-02000 - lcs knee porocate pcr tib.plateau large. 2. Product code: 117906000, lot 000iut-03000 - lcs knee porocote femoral component std plus left.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. The initial reporting stated no reports, photos, x-rays were available for review. Review of the device history records for the reported fractured device did not reveal any anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.